Event description:
It was reported that patient underwent hip procedure on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to infection. The acetabular liner, ceramic head, and acetabular shell were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(6), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with (B)(4). The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).